Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedance measurements, measuring 143 ohms. It was noted that sli measurements have been going up and down. Technical services noted that the patient does have some variability that looks related to his clinical status. Additionally, the patient received a few shocks within the past few years and every time the delivered impedance measurement was good measuring around 70-90 ohms. There are no signs of an integrity issue therefore, technical services recommended to increase the oor limit to 150 ohms and to continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported.